Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal gablofen 1000 mcg/ml at 235.1 mcg/day via an implanted pump for intractable spasticity. It was reported the refill septum could not be located. It was noted since the pump was replaced on (B)(6) 2016 and the refills were difficult to perform because the pump kept moving. They were able to manage the moving pump until (B)(6) 2019, then the hcp was unable to fill the pump because it was moving so much. They scheduled for the pump to be repositioned and the realignment was performed on (B)(6) 2019. On the date of this report, the patient was in the clinic and upon interrogation of the pump, the refill before date just read ¿---¿ and the hcp was inquiring why. The hcp was assisted with screen navigation to successfully update the pump and get the refill pump before date to read (B)(6) 2019. The hcp did not need further assistance. The event date was (B)(6) 2016. Patient symptoms were not reported. No further complications were reported/anticipated or expected.